Manufacturer narrative:
Additional information provided in block d4. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent an explant procedure as the patient could not programmed the device correctly. The patient was doing well postoperatively. All explanted device components will not be returned as they were discarded. No device malfunction was suspected.additional information was received that the spinal cord stimulation (scs) was removed due to patient not receiving adequate pain relief.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7080289/7080343.

Event description:
It was reported that the patient underwent an explant procedure as the patient could not programmed the device correctly. The patient was doing well postoperatively. All explanted device components will not be returned as they were discarded. No device malfunction was suspected.

Event description:
It was reported that the patient underwent an explant procedure as the patient could not programmed the device correctly. The patient was doing well postoperatively. All explanted device components will not be returned as they were discarded. No device malfunction was suspected. Additional information was received that the spinal cord stimulation system was removed due to patient not receiving adequate pain relief.

Manufacturer narrative:
Correction to blocks h6, h11 additional information provided in block d4. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure as the patient could not programmed the device correctly. The patient was doing well postoperatively. All explanted device components will not be returned as they were discarded. No device malfunction was suspected. Additional information was received that the spinal cord stimulation (scs) was removed due to patient not receiving adequate pain relief.